Event description:
The patient developed a bed sore around the implant site after being placed on bed rest for unrelated medical reasons. The system was explanted.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.